Manufacturer narrative:
Image review: the customer returned one image. The image appears to show the patient¿s vasculature. There appears to be 2 stents deployed within the body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust self-expanding stent during procedure to treat severely calcified lesion in the proximal common iliac artery. The iliac artery is reported as being severely calcified. IFU was followed and device prepped with no issues. No embolic protection was used. A 8mm balloon was used as pre-dilation device. It was reported that there were deployment issues noted. The thumbscrew was checked for securement prior to procedure and the lock-pin was removed before stent was deployed. No stent struts were exposed within the patient during the deployment attempt. Stent shortening to proximal end once the stent was completely deployed from 80mm to only around 30mm is reported. The procedure was completed by extending and overlapping with another stent to reach the target lesion length. The second stent was placed due to the shortening. No vessel damage noted. No patient injury reported.